Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 45 mg/dl. Customer reported that the pump basal rate needed to be adjusted. Reportedly, customer became irate and disconnected the call. No additional information was provided by the customer.